Manufacturer narrative:
Evaluation, results: (root cause of the event could not be determined); inherent risk of procedure (detachment of a system component); (no results available since no evaluation performed) - device not provided for review; (none) ¿ device not returned for evaluation conclusion: known inherent risk (detachment of a system component); unable to confirm complaint (device not returned); unknown - (root cause could not be determined). (B)(4).

Event description:
A complete se peripheral stent was being used to treat a lesion in the proximal left common iliac artery. The lesion was 80% stenosed, non tortuous with little calcification. The device was removed from the packaging and inspected prior to use with no issues noted. The physician was able to deploy the stent, however, during deployment the stent jumped forward. Excessive force was not used during delivery. During removal of the delivery system the physician experienced resistance, the stent became damaged and the distal tip and markers detached. An admiral balloon was used to post-dilate the proximal end of the stent. A snare was used to remove the tip and markers. The patient is reported to be fine post procedure.

Manufacturer narrative:
Results: difficulties encountered were related to the attempted use of the device. Conclusion: difficulties encountered were related to the attempted use of the device, device not returned - no evaluation performed.

Event description:
Image review: a number of still images were provided; however these images did not capture delivery and deployment of the stent or retraction of the delivery system.